Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from multiple patient samples processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. One higher than expected patient result was reported out of the laboratory. A corrected report was issued for the affected patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eci immunodiagnostic system. Evaluation of the system demonstrated unacceptable vitros trop I es precision. An ocd field engineer made multiple repairs and optimized the instrument adjustments. Following these actions, acceptable vitros trop I es performance was observed. The root cause of this event is instrument related.